Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a backup battery fault alarm and no communication with the system monitor was not confirmed. The heartmate 3 system controller was not returned for analysis, and no log files were provided. It was stated that the system controller was replaced, but it is unknown if the exchange resolved the backup battery fault alarm and communication issues. Multiple attempts were made to obtain additional information from the customer regarding the events; however, no additional information was provided. The root cause of the reported events could not be conclusively determined through this analysis. No serial number or lot number was provided by the customer to perform a device history record review. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
User facility reported that the medwatch efr (B)(4) was received on 04dec2025. The patient arrived to clinic on (B)(6) 2024 with noted damage to outer casing of the modular cable and white power lead on the primary controller. Modular cable and primary controller replaced. At same visit, the backup controller was being tested and an emergency backup battery (ebb) fault was noted. No data was transmitted to the monitor. The ebb and the controller replaced.